Event description:
(B)(4).

Manufacturer narrative:
This is a response to user facility report no. (B)(4): the ventilator was tested by a hospital biomedical technician after the case without finding any problem with the ventilator. Therefore the ventilator was returned to service. It was reported that the expiratory valve was filled with water. It means that water/condensate was present in the expiratory hose system so that also the expiratory filter was filled with water/condensate as well. An expiratory filter which is filled with water/condensate acts like a pneumatic resistance. Flow through this resistance will cause a pressure drop. As the peep is measured at the y-piece the value consists at this point of the set peep plus the pressure drop through the water filled filter. Therefore this symptom is displayed as an increased peep value. The monitoring detected the deviation between set and current parameters and posted the appropriate alarms like "peep high" or "pressure measurement inop" to alert the user. As the expiratory filter and expiratory valve were filled with water only the exchange of the expiratory valve has not fixed the reported problem. It is also needed to exchange the expiratory filter as well. It is concluded that the device behaved as specified for the reported problem. A device failure could not be identified.